Manufacturer narrative:
All buttons function properly, however we found moisture damage on the keypad traces. No unexpected scrolling numbers noted. The insulin pump was received with a cracked case on the lcd display window corners, crack on the lcd display window, minor scratches on lcd display window, and crack on the reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 203 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.